Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient's issues reportedly resolved. The recipient's device was activated and is doing well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing dizziness and nausea following initial implant surgery. The recipient was prescribed prednisone. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.